Manufacturer narrative:
Investigation conclusion: retention and returned products for the reported lot number were tested with in-house, drug-free donor urine. All devices produced expected negative results for all analytes, including amp, coc, and thc. No false positive results were observed during testing. Review of manufacturing batch records did not uncover any abnormalities. The reported complaint of false positives was not replicated as retention and returned product performed as expected. This product provides only a qualitative preliminary analytical result. A secondary analytical method must be used to obtain a confirmed result. Gas chromatography/mass spectrometry (gc/ms) is the preferred confirmatory method.

Manufacturer narrative:
Investigation pending.

Event description:
The customer reported receiving positive amp, coc, and thc results on two donors using two multi-drug 10 panel cups. The donors denied having drugs in their system. Testing was performed on an alternate lot of multi-drug 10 panel cups and produced negative results. The positive results occurred on 2 devices out of 4 devices used. No laboratory confirmation testing was performed and no additional information available.

Manufacturer narrative:
Investigation conclusion: retention product for the reported lot number was tested with in-house, drug-free donor urine. All devices produced expected negative results for all analytes, including amp, coc, and thc. No false positive results were observed during testing. Review of manufacturing batch records did not uncover any abnormalities. The reported complaint of false positives was not replicated as retention product performed as expected. This product provides only a qualitative preliminary analytical result. A secondary analytical method must be used to obtain a confirmed result. Gas chromatography/mass spectrometry (gc/ms) is the preferred confirmatory method.